Manufacturer narrative:
Unomedical is still pending information about this event, therefore no testing has been performed at this time. A follow-up report will be sent no later than 06/01/2018.

Event description:
(B)(4). On (B)(6) 2017 a male diabetic patient on pump therapy was found dead in his home due to diabetic coma because of a low blood glucose level. Reporting party indicated other health issues/illness that may have contributed, or led up, to passing. Patient had renal failure. Kidney transplant 16 years and a high blood pressure. No further information provided at this time.

Manufacturer narrative:
No relevant testing could be performed. If lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints.   The claimed failure cannot be confirmed. The complaint has been reviewed based on the customer complaint description and evaluates that no further investigation can be performed before either used samples are received for testing or that the lot number is provided to investigate a potential origin of the product failure in the devices manufacturing traceability documents.

Event description:
(B)(4). On (B)(6) 2017 a male diabetic patient on pump therapy was found dead in his home due to diabetic coma because of a low blood glucose level. Reporting party indicated other health issues/illness that may have contributed, or led up, to passing. Patient had renal failure. Kidney transplant 16 years and a high blood pressure. No further information provided.